Manufacturer narrative:
Since the device is not available for analysis, and no additional information/files are available, the cause of the reported event could not be clearly established. - the most probable hypothesis is that the observed issue could be caused by flash memory or operating system corruption, which is preventing the device from booting properly. - this case is recorded for trending purposes.

Event description:
Reportedly, on (B)(6) 2025, the smart monitor is stuck on orange light and could not pair.

Event description:
Reportedly, on (B)(6) 2025, the smart monitor is stuck on orange light and could not pair.

Manufacturer narrative:
The type of investigation has not been determined yet, results are not available.